Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02613. It was reported, the pt experiences a shooting pain down his left leg when stimulation is on or off. The pt's ipg is located in his left flank region and his normal pain pattern is left leg/foot. He described the pain as a jolt or intense shock that is stronger than his highest normal amplitude. He stated if he pushed on the ipg and hit the right spot, he would feel the jolt down his leg. X-rays revealed no anomalies with his system. It was reported, the pt gets excellent pain coverage from the system but has some reservations with using the system. Allegedly, the physician is considering surgical intervention to address the issue.